Event description:
Tampon shredded coming out... Took a shower to clean out remaining cotton from inside of me [foreign body in reproductive tract]. Not comfortable-vagina [vulvovaginal discomfort]. (Tampons) were not comfortable-vagina [medical device site discomfort]. Tampon shredded coming out [complication of device removal]. Tampon shredded [device breakage]. Consumer reported via rr that the tampon shredded during removal. No serious injury was reported.